Event description:
The ICD and associated lead was explanted due to infection. The physician's office described the infection as a "staph epidermis" found via a positive blood culture. Office does not beleive that the infection was related to device sterility. Also noted by the physician's office was that the pt experienced discomfort around the device. The infection is being reported under an agreement that was communicated to FDA on november 13, 1997, in which all infections occurring within 30 days of implant shall be reported. This agreement followed an inspection by FDA's san jose office.